Manufacturer narrative:
The device was not returned. The device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) did not deflate. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Stryker device is not available.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) did not deflate. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.